Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer experienced an elevated blood glucose level of 600 mg/dl and it was addressed with a correction bolus. Reportedly, the customer had ketones; however, the exact value was not provided. The contact declined to load a new cartridge as they were short on supplies.